Event description:
A vaxcel pasv mini port was being placed for therapeutic purposes. The peel-away introducer sheath crumbled apart when it was attempted to be instead in the pt. Pieces of sheath did not get inside the pt. Another sheath was used instead.